Event description:
The olympus uretero-reno videoscope was returned to the service center for a separate issue. During the device analysis, the adhesive on a-rubber bending section had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to a separation problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.